Manufacturer narrative:
Device evaluation: the evo-pc-10-11-8-b device of lot number c2142612 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 6th november 2024. On evaluation of the device, the following was observed: visual inspection: protective tubing returned in place. Red safety tab not returned. Directional button is in the deploy position. Red shuttle on the third dimple. Safety wire partially removed. A severe kink noted on the outer sheath before zip port. Another kink observed 108cm from white tip. (Ruler ipe0938-2) white tip is withdrawn into the sheath. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Stent deployed with no issue. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0057) states the following under the "equipment required" section: ¿0.035 inch wire guide¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the information provided a 0.025-inch wire guide was used as opposed to the recommended 0.035-inch wire guide. The use of a smaller than recommended size wire guide would not have provided enough support to the device leading to kinking which could have lead to deployment difficulty and eventually separation of the outer sheath from the shuttle cap. It is possible that the white tip withdrew into the sheath if the user continues to retract and re-sheath the partially deployed stent. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the customer reported they were unable to deploy the stent in the bile duct. A definitive root cause was attributed to user error due to the use on a non-recommended size wire guide. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 28-jan-2025 as the complaint no longer meets the description of a reportable incident. "No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur."

Event description:
It was difficult to backload device over a prepositioned wire guide. Finally, the device arrived at place and it also difficult to deploy the stent, the doctor decided to remove it so he press the direction button for returning the stent. The button also stuck and difficult to press. Ultimately, the doctor replaced a new set to finish the procedure, and it was succussed. Received from customer additional info_21oct2024 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal while inserting the evolution in the patient 2. What endoscope type and channel size was used? Olympus/tjf-260v/4.2mmworking channel 3. What was the position of the elevator? Duodenum 4. Details of the wire guide used (diameter, type, make)? Boston .025¿ wire 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Above cbd 8. How long was the stent in the patient by the time this complaint occurred? About 10 minutes 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? N/a 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? N/a 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes 15. If yes, please specify what was observed and where on the device it was observed. He observed the uneven wire exit port. Stricture information: 1. What was the length and diameter of the stricture? 2cm 2. Where was the stricture located in the body? Above the cbd 3. Was there resistance felt passing wire guide through stricture? Yes 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? No 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? N/a 2. If other, please specify 3. Was the directional button pressed during use? Yes 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No. -

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.